Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 91 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt was treated 49 months post implant, the pt had two iliac limbs place, the reason was not reported. It was reported approximately two weeks ago, it was reported that the pt had a type I endoleak and the physician elected to remove the stent graft from the pt. No further information was made available. The explanted stent graft was not returned for evaluation.

Manufacturer narrative:
Evaluation results: (endoleak). Other (stent graft not returned for evaluation, and lack of information).